Manufacturer narrative:
The complaint kit and photographs were returned for evaluation. Evaluation of the customer provided photographs verify the pto leak as a blood leak is visible at the location of the blood filter. Examination of the returned kit found dried blood inside the pto, at the same location seen in the provided photographs. The pto was pressure tested to check for leaks and no leaks were confirmed during testing of the returned pto. A potential cause of a pto leak is due to an insufficient weld of the blood filter housing; however, this could not be verified based on testing of the returned kit as the site of the leak could not be identified. A material trace of the related components used to build kit lot m333 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause for the pto leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). (B)(6) 2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m333 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m333 shows no trends. Trends were reviewed for complaint categories, alarm #17: return pressure and pto leak. No trends were detected for these complaint categories. The product monitoring data is within control limits. At the time of this report, the analysis of the returned photographs and kit are still in process. A final report will be filed when the analysis is complete. (B)(4). H.m. (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they experienced an alarm #17: return pressure alarm and observed a blood leak in the pto. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit and photographs for investigation.